Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 11 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a gastrointestinal bleed. The patient went to an outside facility for dizziness, darkened stool and fatigue and hemoglobin (hgb) was 7.2 g/dl. The patient received 2 units of packed red blood cells (prbc). The patient did not feel well the following day and was admitted to the implanting center for further management. On admit, hgb was 8.4 g/dl, hematocrit 25.0 %, inr 3.72. Anticoagulation was stopped. On (B)(6) 2017, the hgb dropped to 7.3 g/dl and the patient was transfused with 1 unit of prbc. The following day the patient was transfused again with 1 additional prbc and on (B)(6) 2017 received 1 unit prbc and gastrointestinal consult was obtained which recommended that on (B)(6) 2017, the patient have an upper gastrointestinal endoscopy. The procedure was aborted due to food in stomach. (B)(6) 2017, hgb 8.2, g/dl; hematocrit 24.2%; pt22.6; inr 1.96. The patient¿s anticoagulation was coumadin 2 mg po qd was re-started. On (B)(6) 2017 heparin drip 12/unit/kg/hr. Started. The patient was stable and discharged on (B)(6) 2017. Hgb 8.3 g/dl; hematocrit 25.2%; platelets 339 k/cumm; pt 18.9; inr 1.64; ptt 69.7; coumadin 2 mg po qd; aspirin. A total of 5 prbc transfused within a 24 hour period. No additional information was provided.